Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause is degradation that led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation that the bronchovideoscope exhibited that the connecting tube had coating peeling 1mm2 or more. There were no reports of patient involvement.